Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2024 s evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.